Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adp luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an air detected in cassette warning during dwell 3 of 3 of their pd treatment. At that point in time, a fluid leak was discovered at the connection of the safe lock adp luer lock connector. It was reported that the leak occurred due to a loose connection. It was reported that no fluid came in contact with the patient's cycler. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient uses a baxter extraneal solution bag for their last fill. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but could not confirm if the patient completed treatment that day. However, the pdrn stated that they saw the patient since the event occurred and stated the patient is continuing pd treatments without issue. The pdrn confirmed that the connector was discarded and not available to be returned to the manufacturer for physical evaluation.